Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "23g infusion needle in 25ga pak" (device misassembled during manufacturing or shipping). A customer reported that a 23 gauge infusion needle was found in a 25 gauge pack when opened. There was no pt impact reported.

Manufacturer narrative:
A sample is being returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).